Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 2 failure was caused by malfunctioning latch mechanisms that prevented recovery and proper operation. A field service engineer (fse) replaced all latches to resolve the issue, and testing confirmed correct functionality. Post-repair validation by the user verified that the doors were operating normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 failed. Customer tried to manually unlock the doors and recover the door, but issue did not resolve. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.